Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was inoperable. The patient stated he does not know when was the last time he charged the ipg. A sjm representative met with the patient and confirmed the patient's scs ipg was inoperable as it did not communicate with external devices. Surgical intervention may be taken to address the issue.